Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found the battery had a reduced capacity due to overdischarge.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that there was an increase in pain and the implantable neurostimulator (ins) was depleted. It was noted that they needed to have the "thing" taken out. The patient had the battery for six years and had not used the stimulation in a few years and they were having a lot of pain at the time of the report. It had been about three years since they had used the stimulation. The battery was completed and did not want it replaced, the patient wanted it removed. The patient had been experiencing a lot of pain for about two to three years. The pain had been gradually increasing a lot for the last two to three years. The patient had been in pain for many years as it was, but it was gradually increasing a lot. The ins and leads were removed. If additional information becomes available, a follow up report will be sent. The patient's indications for use included failed back syndrome - other.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.